Event description:
The customer reported that insulin was leaking past the o-rings. The caller stated that he does not tilt, rock or pull the plunger down too far during filling. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.